Manufacturer narrative:
The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic valve procedures. Atrioventricular conduction disturbances after tavr and avr are associated with many patient-related and procedural-related factors. The mechanisms of the development of heart block after tavr and surgical avr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop post-operative heart block, potentially requiring a permanent pacemaker. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.

Event description:
Through review of medical article " conduction disorders after surgical aortic valve replacement using a rapid deployment aortic valve prosthesis: medium-term follow-up", the following event was identified as pertaining to an edwards device: 1 patient with a valve model 8300ab implanted in the aortic position had a cardiac resynchronization therapy-defibrillator (crt-d) due to av block iii after an unknown implant duration.

Manufacturer narrative:
This is one of three manufacturer reports (33660, 33662 and 33663) being submitted for this article. H10: additional manufacturer narrative: the date of event is unknown, therefore the first date ((B)(6) 2014) based on the date range provided on (B)(6), and (B)(6), 2017, is being used as the date of event.. Article citation: mogilansky, c.; massoudy, p.; czesla, m.; balan, r. Conduction disorders after surgical aortic valve replacement using a rapid deployment aortic valve prosthesis: medium-term follow-up.(B)(6). 2023, 12, 2083. Https://doi.(B)(6), the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.